Manufacturer narrative:
As no further information concerning this report is expected, in our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode was explanted due to an infection in the device pocket. No additional adverse patient effects were reported. The s-ICD and electrode were discarded and will not be returned.